Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 664 mg/dl at the time of the incident. The patient's current blood glucose was 122 mg/dl. The customer reported that he vomited 12 times and was taken to the emergency room on (B)(6) 2017. The customer treated for high blood glucose with the pump. The customer was wearing the pump at the time of hospitalization. The customer called back after getting the tubing clamp to perform high pressure test. The customer declined to perform it as he had recently started a new set. The insulin pump will not be returned for analysis.